Event description:
The pump was returned for investigation. Investigation revealed intermittently unresponsive keypad buttons and contamination found under the key contacts. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the keypad was returned intact with no peeling. The audio bolus button cover and plug were detached from the pump, exposing the internal contact. All the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. During evaluation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.